Event description:
It was reported that the right ventricular (rv) lead short interval counts (sic), and non-sustained tachycardias (nst.) It was also reported that the patient has an ejection fraction (ef) of 30% now, so ventricular fibrillation (vf) detections maybe turned off. It was further reported that detections were turned off since the patient's ef is 55%. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.